Event description:
Pt was admitted to hosp for removal and replacement of right deflated breast implant and lateral capsulotomy. This implant had been placed in 1994. A leak was found at the edge of the breast implant. Pt authorized hosp to dispose of breast implant.